Event description:
The customer has observed higher results on patient samples for reagent lots 421 and 422 of the first generation immulite prostate specific antigen (psa) assay compared to the third generation psa assay. The assay was run on an immulite 1000 instrument. There are no reports of patient intervention or adverse health consequences due to higher psa results on patient samples using reagent lots 421 and 422 of the first generation assay than the third generation assay.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - ufsn (B)(4) immulite/ immulite 1000/ immulite 2000/ immulite 2000 xpi psa positive bias to who (B)(4) - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory. The cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.